Event description:
It was reported that the ventilator was making an unusual noise and appeared to be auto cycling while connected to a patient. The patient was placed on a back up ventilator with no patient harm reported.